Manufacturer narrative:
No evaluation was performed as the device has not been returned at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Article: tirelli g, bergamini pr, scardoni a, gatto a, boscolo nata f, marcuzzo av. Intraoperative monitoring of marginal mandibular nerve during neck dissection. Head & neck. 2018;40:1016¿1023. Https://doi.org/10.1002/hed.25078 ¿the purpose of this study was to assess the efficacy of intraoperative nerve integrity monitoring (nim) to prevent marginal mandibular nerve injuries during neckdissection.¿ the authors used an ¿historical cohort of patients who underwent neck dissection, including levels ia, ib, and iia, during the 16 months before the beginning of the study was used as a control group.¿ the control group will be referred to as the nim negative group, consisted of 35 patients, and the study group, nim positive, consisted of 36 patients. ¿marginal mandibular nerve function was clinically evaluated preoperatively and postoperatively on the first postoperative day, on t he day of discharge, and, in the case of nerve palsy, at regular intervals during the normal oncologic follow-up until the weakness had resolved.¿ ¿there were 2 (4.08%) cases of marginal mandibular nerve injury in the nim-positive group and both lesions were temporary.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.